Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose was over 1000 mg/dl. Customer needed assistance with setting her device. Customer was unable to treat with device due to the device was giving off a lot of issues. Blood glucose meter was reading over 600 mg/dl. Device was making a loud noise alarming low reservoir and no delivery alarm. Customer was advised to monitor the device and treat per healthcare professionals' instructions. Customer will not be returning the device for analysis.